Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the implantable cardiac monitor exhibited variation in r-wave amplitude which resulted in under-sensing. No intervention was performed. The patient was in stable condition.